Event description:
It was reported that the customer experienced low blood glucose levels while in the hospital for other tests. It was also stated that the insulin pump was exposed to CT scan and imagery procedures. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.